Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 1, 2024. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h6 (identification of evaluation codes 11, 4114, 3221, 4315). The affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed. A photo was provided with an arrow drawn, pointing to the blue stopcock on the manifold and a drip of fluid down the side of the reservoir. However, it is unable to determine if there was any damage to the device from the photo. A representative retention sample was not able to be obtained as the lot number was not provided. Without a returned device, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed a leak from the left side of the manifold luer. It was then replaced from another sterile oxygenator. No health consequences or impact to patient. Product was changed out. Procedure completed successfully.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. D4 ¿ primary unique device identification (UDI) number is only the di number. The pi number is not available as the lot number is unknown.